Event description:
It was reported that there was increasing impedance on the right ventricular epicardial lead; also noted on the pre-operative chest x-ray, the right atrial lead was found to have an apparent fracture. The leads were removed and replaced with new leads. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4)-the proximal segment of the lead was returned to the manufacturer and analyzed. No anomalies were found. The proximal conductor had blood/body fluid (not obstructed). The outer insulation had cosmetic depression. (B)(4)-the proximal segment of the lead was returned to the manufacturer, analyzed and tested out of specification. The distal conductor was fractured. The distal conductor had blood/body fluid (not obstructed). The outer insulation had cosmetic depression.